Event description:
During a hip fracture procedure, the surgeon inserted the nail and helical blade. Surgeon then went to lock the helical blade to the nail and could not get the 5.0mm flexible hexagonal screwdriver to engage with the locking mechanism of the nail. Surgeon left the helical blade and nail unlocked from each other. Procedure was completed with no further problems. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.